Event description:
A representative from the doctor's office reported that the implant was removed due to a csf leak. Patient condition is good after implant removal. At the follow up visit there were no additional concerns or leaks. The doctor's representative reported that the explantation was not due to the implant.

Manufacturer narrative:
The representative from the doctor's office indicated that the explantation was not due to the implant. The device history records were reviewed for this lot and all processes and test parameters were within the medpor implant specification. Device not returned.